Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and visual inspection did not reveal any damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument that were used when the arm became stuck inside the body. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck shut/unable to be opened. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument and cannula were removed together. The release button was broken, and the instrument could not be removed. The port incision was not increased in order to remove the instrument and cannula together. The instrument was returned under RMA (B)(4). The patient information was not provided.